Manufacturer narrative:
Ocd performed retain testing, sample return testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was returned to ocd for further investigation. (B)(4).

Event description:
Ortho workstation serial # (B)(4). Report 1 of 2. Customer reported false negative reaction during validation study between provue instrument and new ortho workstation serial # (B)(4). Customer stated, sample in question was first tested on provue for panel ID ( sample had positive abs screen). Sample showed positive reactions with panel cells #12 =1+,13 =1+,#14= 1+. Anti-c identified. Customer then performed correlation testing using the same sample and the mts workstation, for panel ID. Claimed cell # 12 =negative; cell #13= negative; cell #14 = negative. Customer claimed all testing was performed using the same lot # of anti- igg gel cards and reagent screening cells and panel cells. Further added that testing on workstation was repeated twice with different techs and still getting negative reactions with random panel cells. Daily qc testing was performed and passed both on provue and mts workstation. Issue started on: (B)(6) 2016, reported 4/12/2016. Frequency: 2x, microtubes/wells 0.8% resolve panel b ( cells #12, 13 and #14), methodology used: manual gel, incubation time (for manual test only): 15 min. Reaction grade obtained: negative reaction with random cells. Other relevant details: customer performing validation. No erroneous results released. Cts requesting sample sent to ocd for workup. Sample received by ocd on 15apr2016.